Event description:
The patient experienced shocking sensations in her right hip where the leads were placed. Due to the shocking, the ins was replaced after 6 years. The health care provider could not find anything wrong with the components of the device. Additional information has been requested.

Manufacturer narrative:
Extension 3095-10 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012; lead 3093-28 lot# v001084 implanted: (B)(6) 2006 explanted: (B)(6) 2012. (B)(4).